Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient com plications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).